Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the customer reported failure mode or the patient's ureteral injury. The mcs instrument has not been returned for evaluation. In addition, the lot of the mcs instrument involved with this complaint is unknown. At this time, it is unclear if any surgical intervention was required to repair the injury. It is also unclear if the arcing event occurred while the surgeon was using the maryland bipolar forceps instrument to clean the tip of the mcs instrument. The da vinci si user manual states, do not clean instrument tips with another instrument intraoperatively. If an instrument tip requires cleaning, remove the instrument from the cannula and gently clean the tip. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure the mcs instrument allegedly arced and the patient's ureter was burned. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci surgical procedure, a monopolar curved scissors (mcs) instrument arced and the patient's ureter was burned. The initial reporter mentioned that the surgeon was using a maryland bipolar instrument to clean the tip of the mcs instrument. However, the initial reporter did not know if the arcing event occurred during or after the time the surgeon was using the maryland bipolar instrument to clean the tip of the mcs instrument.